Event description:
The arthroplasty was revised due to acetabular loosening. The components were implanted in situ for ~1.3 y. The acetabular liner, femoral head components were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at drexel implant research center. Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding acetabular loosening involving a primary tritanium hemi cluster hole cup 50mm was reported. The event was not confirmed. A photo provided for analysis of the primary tritanium hemi cluster hole cup 50mm showed a single view of the shell. Some gray markings can be observed in the inner surface of the shell but difficult to make out from the photo. No further analysis can be obtained from the photo provided. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
The arthroplasty was revised due to acetabular loosening. The components were implanted in situ for approximately 1.3 y. The acetabular liner, femoral head components were revised.